Event description:
This patient had reconstructive surgery in 1991 with removal of old implants and the placement of new ones. This patient continued with symptoms of fatigue, short term memmory loss and general pain and weakness in the extremities. The patient had a bilateral periprosthetic capsulectomy with removal of both implants. Both implants were in tactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.